Event description:
It was reported the customer receive a no delivery alarm. Troubleshooting was performed. The customer changed the infusion set and his blood glucose continued to elevate. Performed the fixed prime test several times and the insulin did not exit.

Manufacturer narrative:
Analysis revealed the insulin pump alarmed no delivery outside of specification range during the occlusion test due to a faulty force sensor.